Event description:
The catheter was in use on an 87-yr-old orthopedic pt. When the catheter was removed a 6-7cm piece of the outer coating separated and remains in the pt. No info regarding the removal of the separated portion of the catheter has been received to date.